Event description:
A customer reported to beckman coulter (bec) that their unicel dxc 600i synchron access clinical system failed at least 20 cuvette water blanks. Bec verified, through the remote management system (rms), that 116 cuvettes failed the water blank test on the instrument. Upon troubleshooting with the assistance of bec hotline support, the customer found the cartridge chemistry (cc) sample probe was leaking at the collar wash. The customer alleged erroneous results involving 8 patients/samples due to the cc sample probe leak and provided patient data to bec. The data was reviewed by bec and erroneous results were verified involving 7 patients. The affected analytes were sodium (na), chloride (cl), calcium (ca), glucose (glu), creatinine (cr-s), total protein (tp), total bilirubin (t. Bil), cholesterol (chol), triglyceride (trig), high density lipoprotein (hdl), blood urea nitrogen (bun), alanine aminotransferase (alt), aspartate aminotransferase (ast), phosphorus (phos) and albumin (alb). Results which do not meet bec 2 standard deviation (sd) total precision claims are documented in the attachment. Erroneous results were not reported out of the laboratory and there was no change or effect to patient treatment in connection with this event. The operator wore gloves, gown and eye protection while operating the instrument.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the cartridge chemistry sample probe collar wash valve failed, resulting in leakage of fluid over the cuvettes and water blank test failures. The fse replaced the collar wash valve to resolve the leak and water blank test failures.